Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included hipot electrical testing, insulation resistance testing, electrical current leakage testing, electrical safety testing, bench handling and internal external visual inspection without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. The device log does not capture the preported problem therefore, the device log could not be used to verify the reported problem.